Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this whisper wire broke off and retained in coronary sinus. The product was used as is. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction report is being filed as parent record (B)(4) is a duplicate to tw record (B)(4).

Event description:
Boston scientific received information that this whisper wire broke off and retained in coronary sinus. The product was used as is. No additional adverse patient effects were reported.